Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
A decrease in r-wave sensing was noted. The impedance and threshold measurements were normal. An x-ray was performed and showed no anomalies. No intervention will be performed and the lead remains implanted and will be monitored via merlin.net. The patient is in stable condition.